Manufacturer narrative:
Device was not returned to the manufacturer.

Event description:
On (B)(6) 2021, an optiform size 23 mitral valve was implanted. Based on the information received, the valve leaflet broke while the surgeon were rotating the valve. The total duration of the surgery was more than 3 hours. The patient was stable during the procedure and is recovering. No device malfunction were detected prior to the event. As reported, the valve was rotated with the valve rotator provided by the manufacturer.

Manufacturer narrative:
Fields updated: a2, b4. The age of the patient has been added to this report in section a2.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer for further investigation, a definite root cause of this event cannot be established. However, review of the manufacturing and material records for the device confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Should any further information be received, the manufacturer will update the reporting activity as applicable.